Event description:
A report was received that a pt was hospitalized, due to severe abdominal pain. The pt's physician believes the pain was procedure related, as the entry location on her back was related to the abdominal pain. The pt was released from the hosp, and is reportedly doing well.

Manufacturer narrative:
This is a final report.